Event description:
Home pt (hp) contacted baxter's technical service center (tsc) to inquire as to whether or not the hp's homechoice machine would perform satisfactory dialysis after receiving a system error 2240 message during dwell 10/12 of hp's automated peritoneal dialysis (apd) therapy this morning. Reportedly, after receiving the message hp contacted tsc who advised hp to end therapy early and setup with new supplies, however, hp did not setup with new supplies. Hp started therapy over with the same supplies. Tsc instructed hp to contact hp's rn regarding the incident as rn should be aware of hp's actions. Tsc told hp to contact them if there is any further issues. Per rn, no pt injury or medical intervention was associated with this incident.